Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not responding to battery changes. The blood glucose was 6.9 mmol/l at the time of the incident. The insulin pump did not give off any battery related alarms but when customer woke up there was no response from pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit powered up properly after the battery was installed. Unit then was programmed and monitored for 1 day. No blank display noted. No low battery alarm noted during testing. No unexpected low battery alarm or power error noted in the formatted history file. However, the power management graph indicated abnormal behavior of the loaded vlith voltage. Replace battery alert and replace battery now noted in the insulin pump history per r and d, was due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at printed circuit board, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Based on the insulin pump data that was analyzed, the insulin pump was performed as expected. It detected an issue with the internal backup battery and triggered multiple battery related alarms prior to performing a safe shutdown.